Manufacturer narrative:
The investigation determined higher than expected vitros phyt results were obtained from vitros and non-vitros quality control fluids, using two different slide lots of vitros phyt slides tested on a vitros 5600 integrated system. The investigation was unable to determine a definitive assignable cause for the events. The issue occurred when two new vitros phyt slide lots were put into use, and no other immunorate assays were affected. Therefore, an issue with the vitros phyt slide lots in use cannot be ruled out as contributing to the event. An issue related the vitros instrument performance cannot be eliminated, as several vitros phyt precision test results were outside of acceptable guidelines and the issue was across several vitros phyt slide lots.

Event description:
A customer reported multiple higher than expected vitros phyt results were obtained from vitros and non-vitros quality control fluids, using two different slide lots of vitros phyt slides tested on a vitros 5600 integrated system. Slide lot 2616-0165-6275. Vitros tdm l3 lot h5125 phyt results of 36.1 and 40 ug/ml versus the expected result of 29.1 ug/ml. Slide lot 2616-0165-6276. Non-vitros mas l1 lot 20041 phyt results of 3 and 5.5 ug/ml versus the expected result of 8.06 ug/ml. Non-vitros mas l3 lot 20043 phyt results of 3 and 20.5 ug/ml versus the expected result of 34.31 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to occur undetected. The customer made no allegation that patient results were affected or reported from the laboratory; however, the investigation cannot conclude that patient samples were not affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report is number three of six MDR¿s for this event, as six 3500a forms are being submitted for this event as six devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
A potential issue related to the absolute response rates and the dose response curve of phyt coating 0165 is being investigated. The FDA¿s new york district office was notified of this issue on 16 may 2018. Please refer to report # 1319809-05/18/2018-001.

Event description:
This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).